Event description:
It was reported that following a percutaneous coronary intervention (pci), an 8f angio-seal evolution was selected for use. It is unknown whether a pre-deployment angiogram was performed or not, but the punctured artery was reportedly in the common femoral artery (cfa) and there was no calcification. A 7f terumo sheath was also used. The angio-seal was deployed without any problems. One day later, a pseudoaneurysm was noted. An ultrasound confirmed that the pseudoaneurysm was resolved and hemostasis was achieved. There were no reported consequences to the patient and the patient was subsequently discharged from the hospital (timing was not available). No additional information is available.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions that an av fistula or pseudoaneurysm is possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.